Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 400-440 mg/dl and ketone level was large. Customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis (dka). Bg was 330 mg/dl. Intravenous drip was administered and elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019. Contact did not know if there was any permanent injury. Contact was unsure if pump or infusion set site caused elevated bg. Pump system check was performed with tandem technical support and pump was found to be functioning properly.